Manufacturer narrative:
The reported condition of battery failure was confirmed and duplicated. The root cause has not been determined at this time. No repairs have been performed at this time since this is a baxter owned device and has been removed from service. A follow-up report will be submitted if additional information becomes available. (B)(4)

Event description:
The facility representative reported a colleague infusion pump with battery failure. It is unknown when this event occurred. There was no patient injury or medical intervention necessary. This device utilizes user interface module master software version 6.13.90 categorized as remediated. No additional information is available. During review of the event history by baxter it was determined that the reported condition occurred on channel a during delivery causing an interruption of delivery.

Manufacturer narrative:
(B)(4). Additional information: baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). A service history review revealed no previous service events were related to the reported condition.